Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, two sharp edge openings in the shell with stress marks/nick and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening and two sharp edge openings in the shell with stress marks in the side posterior assessed as surgical impact opening.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade ii, and exchange from textured to smooth implants due to the patient's concern with the product. Device has been replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade unknown, and exchange from textured to smooth implants due to the patient's concern with the product. Device remains implanted.